Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator screen/display was distorted with a large margin on the left side of the screen and it was blinking on and off. There was no patient involvement.